Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the tip detached from fiber. Another fiber was used to complete the case, and there were no patient complications.

Event description:
It was reported that the tip detached from fiber. Another fiber was used to complete the case, and there were no patient complications.